Manufacturer narrative:
As received, the device had a elective replacement indicator. There was no allegation on the device upon return. Longevity analysis found the device battery to have depleted prematurely. The cause of the premature depletion was found to be due to excess current being drawn from the circuitry. The high current was due to a hybrid anomaly. Visual and functional analysis revealed no other abnormalities.

Event description:
This report is to advise of an event observed during analysis.